Event description:
On 2/14/97, a donor was undergoing plasmapheresis, when the automated plasma collection system (pcs) displayed the message "centrifuge not running." The nurse observing the procedure informed the donor that his red blood cells would be returned due to a problem with the centrifugal bowl. After returning blood up to the needle line, the nurse placed a clamp on the needle line. Shortly thereafter, the clamp "popped off" ad fell to the floor. The remaining blood in the needle line appeared to be forced into the donor along with a small amount of air. The nurse stated that she heard a "hissig sound" and saw air near the venipuncture site. The nurse immediately reclamped the needle line and discontinued the procedure. The nurse noted at that time that the plasma pooling bottle appeared "hard and rigid." The procedure was discontinued at 4:15pm. The donor stated that he "felt dizzy and light headed." The nurse had the donor lie back and elevated his feet. The nurse then applied cold compresses. The donor appeared alert and aware. Oral fluids were given to the donor. At 4:18pm the donor stated he was feeling better and the donor's vitals were taken (blood pressure: 144/90; pulse: 80). At 4:19pm the donor complained of chest pain. The center director was notified and immediately called for paramedic assistance. The donor's vitals were taken (blood pressure: 144/90; pulse: 85). At 4:26pm the donor's vitals were taken again (blood pressure: 133/82;pulse: 77). The donor was transported by ambulance to the medical center. Prior to leaving the plasmapheresis center the donor's vitals were taken again (blood pressure: 130/82; pulse: 77). Learned that the donor was released from the hosp early the following morning (15 march 1997) in good condition. This donor was permanently rejected from further plasmapheresis activities.